Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The main batteries was evaluated and replaced. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.